Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2019-10740.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2019-10740. It was reported that lead migration issue was observed on the lumbar three position of both leads. Lead were explanted, and new leads were implanted as result to resolve the issue. There were no complications during the procedure. Patient was stable.